Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary show failed hardware and maintenance required. The customer stated that the malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: b5, d4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer found that drawer 1.1 in row e was not detected on the bus, after running hardware test application (hta) to reinitialize the pyxibus, row e was re-detected and the issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station show failed hardware and maintenance required. The customer stated that the malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.